Event description:
On 07/02/2024, a sales representative reported via sems- (B)(4) that an ar-9597-10 angle reamer sleeve and an ar-9676 angle reamer drive shaft jammed while reaming the glenoid with the 10-degree offset augment reamer handle. The case was delayed four minutes to open a replacement to complete the procedure. This was discovered during a reverse total shoulder procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged, ar-9676 batch 022004, was received for investigation stuck inside the shaft of mating part, ar-9597-10. Visual evaluation noted that the shoulder of the ar-9676 is sitting flush against the sleeve of its mating part. Functional testing was not possible due to the condition of the devices. The most likely cause is attributed to misuse due to interference with the mating instrument.